Event description:
Patient seen in skin response for potential pressure injuries to the forehead. Electrodes were placed for eeg [electroencephalogram] study from [redacted] to [redacted] - three days long. On [redacted] - the last day, electrodes were removed and 3 distinct purple areas that align with the shape of electrodes. These areas were identified and brought to our attention by unit skin champions. Areas have evolved from 3 separate areas of purple discoloration to 3 areas of eschar which are well adhered. Given the characteristics of the wounds, they are now 3 unstageable pressure injuries (left, middle, and right forehead). The information provided for the device is from another similar device as the device involved in the event was discarded by staff.